Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to FDA: (B)(4) 2018. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Additional evaluation summary: the actual sample was received for evaluation. Upon visual inspection, it was observed that the blister tray of the returned unit was opened containing a polymerized pen device and a crushed ampule and dried formulation inside the bulb. The filter is purple in color due to contact with formulation. The sample reveals a piercing through which a glass shard protruded in the applicator bulb. Also, a piercing in the butyrate tube is observed. These piercings coincided in position. Per instructions for use: "do not crush the contents of the applicator repeatedly as further manipulation of the applicator may cause glass shard penetration of the outer tube. Glass shard penetration can result in inadvertent skin punctures, which may result in the transmission of blood borne pathogens."

Manufacturer narrative:
(B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that during an unknown vascular procedure, when the first assistant broke the ampoule of the topical skin adhesive, part of the glass from the ampoule poked a hole in her glove, causing minor bleeding. No stitches were needed, only direct pressure and a band aid. A second like kit was used to complete the procedure. There were no patient consequences reported.